Event description:
It was reported to boston scientific on 11/06/2006 a product problem occurred during a aneurysm intervention operation of a vertebral artery. It was reported that "when before the procedure, the doctor find that the stent 4.0 x 2.0 (device in question) was broken." It was reported that the procedure was completed with a different device, that that patient had no serious injury and that the patient condition was stable.

Manufacturer narrative:
G5: PMA/510(k): h020002/s5. The device in question has been returned to the manufacturer and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.